Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-01119. It was reported the study pt experienced discomfort at the ipg site. Previous interventions included medication, reprogramming and x-rays. It was further reported after multiple reprogramming sessions, the pt opted to have the entire system explanted due to lack of pain relief. Product was not returned to the manufacturer.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.